Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube experienced clotting/micro clots/fibrin clots after use. The following information was provided by the initial reporter: the customer "complained of noticing clotting with bd gold top, sst tiger top gel tubes after centrifuge. Customer said this is common with covid-19 patients and would like to know if there is similar issue with other users performing covid-19 test." This is complaint 2 of 2.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material number and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced clotting/micro clots/fibrin clots after use. The following information was provided by the initial reporter: the customer "complained of noticing clotting with bd gold top, sst tiger top gel tubes after centrifuge. Customer said this is common with covid-19 patients and would like to know if there is similar issue with other users performing covid-19 test.". This is complaint 2 of 2.